Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the ankylos implant system. This report is for the gingival former device. The dental implant device report will be submitted separately. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.